Event description:
Episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and there were no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.